Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: during a jetstream case, the wire tip broke off the end of the wire and became lodged in the sfa vessel. The wire did not move and could not be retrieved so a stent was placed over the wire tip to hold it in place. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each 300-014 gw, short taper guidewire; returned coiled, loose, accompanied by the opened, labelled pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a mechanical cut/shear of the distal core and coil 1.25 and 1.30cm from the proximal end of the distal coil with several stretched and offset coil wraps. Approximately 2cm of the distal coil and core wire are missing and were not included with the returned specimen device. The shaft of the specimen presented scraped ptfe with coating removal and scratched metallic wire surface around the circumference of the wire 44.0 to 44.1cm from the proximal aspect of the shear damage. The specimen also presented several bends of varying severity and frequency scattered over the length of the device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." The jetstream catheter dfu states, "during treatment, do not allow catheter tip within 10.0 cm of spring tip portion of the guidewire. Interaction between the catheter tip and this portion of the guidewire may cause damage to or detachment of the guidewire tip or complicate guidewire management, which could lead to injury to the patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.